Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The fill volume was 83 ml of fluorouracil and 32 ml of glucose, and the device weighed 175.5 grams. The device was connected to the patient; however, after 66 hours, the device was still not empty and weighed 75.4 grams. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Correction and additional information: the device was received at the time of the initial MDR submission. Additional information: the lot was manufactured from march 4, 2015 ¿ march 5, 2015. The evaluation of the returned device is complete. Visual inspection found no signs of physical abnormality that could have caused the reported problem. A functional flow rate test was performed, and the flow rate was found to be within the specification range of the product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.